Event description:
Doctor placed the endotine ribbon in the neck of the pt. The ribbon broke on one side.

Manufacturer narrative:
Doctor reopened initial insertion site and trimmed the end of the ribbon device and re-attached it under the ear. The neck contour is excellent on this side.